Manufacturer narrative:
Cause traced to component failure. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and the unit would not power-up. The iabp just had a spinning wheel, and then generated an alarm after. The fse checked the units fault log and discovered that the iabp start up process did not complete numerous times. To fix the issue, the fse replaced the executive processor board and recalibrated the iabp unit and ran functionality test, which passed. The fse ran iabp on the trainer and a test balloon, for approximately 45 minutes. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was report that the cardiosave intra-aortic balloon pump (iabp) has a power up issue. The circumstance of this event is unknown; however, no patient was involved and no adverse event was reported.